Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported the anterior capsule was fissured following the laser portion of laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. In the surgeon¿s opinion he did not know what caused or contributed to the event. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).